Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the checking of the enf-v3 which had been used with the subject device in the procedure, it was found that the objective lens was chipped. Therefore omsc surmised that because the objective lens of the subject enf-v3 was chipped, halation occurred due to incoming of intense light into the ccd. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the otorhinolaryngology endoscopy using with enf-v3, it was found that strong halation temporarily occurred on the endoscopic image like the flash on. When the subject device was cycled the power, the issue was resolved. The procedure completed with the subject device. The occurrence frequency of the phenomenon is not high, and it occurs most often in the first procedure in a day. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was not duplicated. However, the enf-v3 which had been used with the subject device in the procedure was checked separately, halation occurred. There was no abnormality on the exterior of the subject device and the subject device could function without any problem. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.